Event description:
It was reported that the patient presented for a follow-up in clinic. Device interrogation revealed noise oversensing on the right ventricular (rv) lead, resulting in pacing inhibition. A suspected insulation issue involving the rv lead was also noted. Due to the pacing inhibition, the device was reprogrammed to doo mode. The rv lead was subsequently explanted and replaced. The patient remained stable throughout the procedure.